Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices, using the pre-close technique, via a 8f sheath prior to a endovascular aneurysm repair (evar) procedure. The sheath was upsized to an 18f and the evar procedure was completed. Reportedly, when attempting to tighten the sutures, the pre-placed sutures of one proglide device kept breaking off in small pieces. The physician was finally able to tighten the knot. The knot of the other successfully pre-placed sutures was also tightened. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.